Manufacturer narrative:
Event is being reported to FDA on two medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034 - 2016 - 05510).

Event description:
It was reported that the patient underwent a bilateral revision procedure due to pain and swelling approximately 3 years post implantation.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product to verify lot number. Cosmetic inspection was performed on the product and it was found there are nicks, scratches, gouges and pits. Minimal wear was identified on the bearing. Review of complaint history identified 1 (one) additional similar complaint for the reported item(s) and part and lot combination(s). The additional information does not affect the previously reported root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products - biomet cruciate tray, catalog 141235, lot j2768892; series a symmetric patella catalog 184793, lot 665380; vanguard left femur 67.5mm, catalog 183130, lot 555360; palacos bone cement, catalog 00111314001, lot 77284355. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left knee revision procedure approximately three years post implantation due to tibial bearing wear and osteolysis; the patient also experienced persistent effusions and swelling, however, had no signs of deep infection. Operative notes received reported thickened and inflamed synovial lining, symmetrical wear of the polyethylene bearing, without signs of delamination or pitting, lysis at the margins without significant penetration, as well as well positioned and stable components. The tibial bearing was removed and replaced. No additional patient consequences were reported.